Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The pump was received with a blank display due to battery tube corrosion. Unable to perform operating current and failed battery tests. Also, the unit had minor scratches on the lcd window, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the customer was hospitalized with high blood glucose and diabetic ketoacidosis. At the time of reporting, the customer was also experiencing a failed battery test alarm with a new battery. The customer had received a battery cap replacement, which did not resolve the issue. His blood glucose level was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.